Event description:
The reporter and patient contacted animas on (B)(6) 2012 reporting that the patient experienced elevated blood glucose (bg) levels weeks prior to his admission to the hospital on (B)(6) 2012. The bg levels were not provided. It was reported that the patient was not wearing the pump for the past several weeks as part of a management decision by the patient's doctors while he was hospitalized. The reporter stated that the patient will be going back on the pump and wanted to make sure the pump is operating and delivering correctly. The reporter and patient confirmed that the patient was hospitalized on (B)(6) 2012 with a skin infection and the reporter and patient confirmed that the infection was not related to the infusion set or the pump. The patient stated that he underwent four surgeries and the pump was removed during the hospital stay by his doctors for bg management purposes. The reporter stated they are aware that the infection may have caused the elevated bg but she wanted to review the pump to be sure it was operating properly. Troubleshooting was not completed as a new battery cap needs to be obtained. The pump is not being returned. This report is being made due to the patient's hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.